Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon evaluation the battery connector (j1) pins on the defibrillator board were found to be damaged, preventing the monitor from powering up. The root cause of the damaged battery connector pins cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The pt was issued a replacement monitor.